Manufacturer narrative:
As part of our investigation, olympus followed up with the author by telephone and in writing in an attempt to gather additional information and but with no result. The article did not provide specific serial numbers for the two referenced scopes; therefore, it is unknown if the scopes were returned to olympus for evaluation/service and a review of the instrument¿s history could not be performed. This report will be updated if new information becomes available at a later time.

Event description:
Olympus received an article titled ¿stent placement by eus or ercp for primary biliary decompression in pancreatic cancer: a randomized trial.¿ the article mentions that between september 2016 and july 2017, 83 patients were screened. Of that, 67 underwent randomization: 34 patients in ercp group and 33 patients in the eus-bd group. The study was conducted to compare eus-bd and ercp as primary treatment for distal biliary obstruction in pancreatic cancer. According to the author, during the study 18 patient deaths occurred due to underlying disease. No procedure related deaths occurred during the study. A total of 12 patients experienced procedure related adverse events after undergoing ercp or eus-bd procedures using the duodenovideoscope and gastrovideoscope. In the ercp group five patients were identified with procedure related adverse events: three of the patients experienced abdominal pain post procedure; a fourth patient developed moderate pancreatitis and fifth patient developed cholangitis at 24 hours that required an ercp be performed to remove clotted blood from the bile duct. An additional seven patients were identified in the eus-bd group: five patients also experienced abdominal pain; a sixth patient developed moderate acute cholecystitis that required interventional radiology-guided percutaneous drain placement; and a fluoroscopy and CT scan was performed on a seventh patient and revealed contrast leaking in the patient¿s periduodenal area after transmural dilation. This patient subsequently developed moderate bile peritonitis and was treated with antibiotics and analgesics. This patient was then discharged home in 5 days. The article also mentions that as part of follow up all patients routinely underwent a plain radiograph of the abdomen to check for pneumoperitoneum post-procedure. No pneumoperitoneum was observed on the plain radiographs of any the patients in both groups. All patients in both groups who developed abdominal pain post-procedure were admitted for observation and amylase/lipase test were performed the following day to measure levels. Patients with abdominal pain that persisted for longer than 24 hours without a diagnosis of acute pancreatitis underwent CT scans of the abdomen. According to the author, all patients were followed until death or a minimum of 6 months. This is report 8 of 12.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.